Event description:
It was reported that the device was used during an unk procedure. The staples did not close after the device was fired and the donuts were not complete. The case was completed with a same like device. There were no consequences to the pt.